Event description:
Mhra later reported cd30+ and alk- biomarker expression, "late seroma," swelling, and itch with excoriation to skin. The device has been explanted with radical en-bloc total capsulectomy. This record is regarding the left side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of suspected bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast swelling and itch, suspected bia-alcl.

Event description:
Healthcare professional reported patient experienced "breast swelling and itch." Upon testing, "confirmed case of bia-alcl. Pathological staging pt4, pn0 (0/2), pmx." Device has been explanted. Pathological biomarkers confirming bia-alcl have not been provided.